Event description:
It was reported the subject device experienced light is dark. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: e1-last name, e1-first name. Updated fields: d4- serial #, h3, h4. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: 1. Adhesion of the foreign matter in the objective lens. 2. Universal cable is twisted. 3. Electrical contact in the video connector is dent. 4. Video connector cover is cracked. 5. Image defect. Based on the results of the investigation, it is likely the following led to the malfunction: 1. Due to random debris is not perfectly removed during the cleaning process. 2. The cable has retained its twisted shape due to pulling stress, other loads, and repeated use. 3 & 4. Physical impacts and similar damage caused additional scratches. 5. The image defect was caused by adhesion of the foreign matter in the objective lens. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): chapter 2.5 general dangers, warnings and cautions caution risk of injury to the patient and/or the user the use of a damaged product or of a product with improper functioning may cause an electric shock, mechanical injury, infection, and/or thermal injury. ¿ before each use, observe the instructions in the section ¿inspection¿ in this document. ¿ do not use a damaged product or a product with improper functioning. ¿ replace a damaged product or a product with improper functioning. Chapter 8.2 procedure warning risk of injury to the patient due to loss of endoscopic video image or poor image quality problem: · the video image disappears during the procedure. · poor image quality. Countermeasures: 1. Switch off the video system center. 2. Make sure that all system components are connected properly. 3. Switch on the video system center. 4. If the video image does not reappear, replace the video telescope. 5. Contact an authorized service center. Chapter 7.1 inspection warning risk of injury to the patient due to damaged video telescope inspect the video telescope for visible damage: make sure that the product has: no dents, cracks, bending, or deformations · no cuts and other defects on the outer sleeve of the cable · no scratches · no corrosion, dirt or debris · no lens damages or cover glass damages · no missing or loose parts check all markings on the product for clear visibility. Chapter 9.3.1 safety information for manual cleaning notice risk of damage to the product detergents can contain various aggressive compounds which can damage the product. To remove residues, rinse the product thoroughly with deionized water as described by the manufacturer of the detergent. Do not use tap water for rinsing because it might be chlorinated. Chapter 9.6 maintenance inspection visually inspect the product thoroughly after cleaning. The product must be visually clean. If there are any signs of debris, repeat the cleaning process. Chapter 2.5 general dangers, warnings and cautions notice risk of damage to the product a damaged universal cable may damage the endoscope. Make sure that the universal cable does not touch any sharp-edged or pointed objects. Chapter 8.4 after use notice risk of damage to the product pulling on the cable may damage the product. Chapter 7.1 inspection caution risk of image loss do not touch the electrical contacts inside the video connector. Inspecting the video connector check that the electrical contacts are dry and clean. Check that the electrical contacts are not damaged. Checking the light transmission hold the light-guide connector of the video telescope against a lamp. Look into the cover glass and the light emission surface on the distal end of the video telescope. Black dots indicate defective light guide fibers. Do not use a video telescope with more than approximately 25 to 30% defective light guide fibers. Chapter 9.1 safety information for reprocessing notice risk of damage to the product if endoscopes touch each other during reprocessing, transport or storage, damage to the endoscope can occur. Avoid that the endoscopes touch each other during reprocessing, transport or storage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.